Manufacturer narrative:
The complaint of a split on the catheter is confirmed and will be considered a user related issue. The prod returned for eval was a 7 fr d/l hickman catheter. Gross and tac tile eval revealed a longitudinal, bimodal curved split just distal to the bifurcation, tensile weakness was also observed at this location. Microscopic examination (30 x 50) of the split site revealed that the edges were dull and contained a granular texture. These characteristics are indicative of a burst due to over pressurization. Over pressurization can occur if the catheter is flushed with a catheter smaller than the recommended size, or if the catheter is flushed against an occlusion. The IFU for this prod states "infusion pressure greater then 25 psi (172kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller then 10 ml." A lhr review was not possible, as no mfg lot number has been provided by the complainant.

Event description:
Damaged catheter was found. The indwelling period was 24 days. A partial slit was found on the catheter near the bifurcation site. Some bleeding from the slit was also observed. The catheter was repaired using the repair kit.